Event description:
It was reported in the patient's medical records that the patient underwent surgery on to treat grade 1-2 spondylolisthesis at l5. Symptoms included neurogenic claudication and pain to the lower back and legs, and difficulty walking. Treatment was for laminectomy l2, l3, l4, posterior fusion with autograft and instrumentation l5-s1, right-sided tlif with cage l5-s1, and posterior based osteotomy l5-s1. Post-op, the patient's symptoms improved but the patient still had ongoing radicular symptoms in the legs and burning dysesthesia in the feet. Per operative notes, the dysesthesia may be related to the patient's history of cervical myelopathy. Patient previously underwent surgery for c3-c7 laminoplasty. During a visit with the surgeon approximately 5 months post-op, the patient reported hearing a pop in his back during exercising about a month (B)(6) 2011. X-rays taken showed that both s1 screws were broken just below the screw heads. Approximately 7 months post-op, the patient underwent a revision surgery for revision of posterior fixation and fusion at l5-s1, and for revision of laminectomy at l3-4, l4-5, and l5-s1. The explants were then sent to hospital pathology.

Event description:
It was reported that the patient underwent a posterior spinal fusion at l5-s1 to treat spondylolistheses. Approximately 5 months post-op, it was found that the screws at s1 were broken at the neck. The patient underwent a revision surgery approximately 6 months post-op, in which the implants were removed; the s1 screw heads remained attached to the rod during explant. The surgeon explored the fusion area and also the areas that had been decompressed. New screws from a different system were implanted as well as rods and a crosslink. Iliac crest bone graft was taken and combined with local bone and other biologic for the posterolateral fusion bed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however x-rays were supplied for review which found, ap and lateral x-rays of lumbar spine show eide multi level laminectomy with l5-s1 tlif (with a titanium spacer at l5-s1) with s1 screws both broken under tulip area of pedicle screw. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.